Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and it was found that the downstream occlusion(dso) seal was ripped and upstream occlusion(uso) seal was damaged. Both dso and uso seal was replaced.

Event description:
It was reported that during testing the device has a delaminated downstream occlusion (dso) sensor seal. There was no patient involvement or harm.